Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient experienced erosion, extrusion of the mesh, causing pain, nerve damage, weight gain and dyspareunia. All other information is unknown and unavailable.